Event description:
Patient was revised due to poly wear. Osteolysis was present.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The initial reporting stated the product is not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after twenty-two years implantation in combination with the reported patient large physical stature and activity level should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.